Manufacturer narrative:
Qc prior to the event was within the laboratory's established ranges. Ca qc after the event was out high and na qc was on the high end of the range. Bci hotline had the customer perform routine maintenance which resolved the issue. A field service engineer (fse) followed up and performed a preventive maintenance (pm) which was due. As a precaution, fse also decontaminated the system. Performance was verified.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na), potassium (k), chloride (cl), calcium (ca) and co2 results on 4 patient samples generated by the unicel dxc 600i synchron access clinical system. After troubleshooting resolved the issue, samples were rerun and reports were amended. There was no death, injury or change to patient treatment attributed to or connected with this event.